Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient had returned of urinary frequency symptom. It was indicated that patient did not feel stim. Patient saw healthcare provider (hcp) on the day of this call and they were going to make arrangement for manufacturer representative (rep) to come and check the device. It was also reported that patient had a poor communication screen on the patient programmer (pp). Patient stated she lost a lot of weight and believed that the implant might have moved up and she could not feel it. She last used the patient programmer was one year ago. Patient was instructed to use the antenna but this did not resolve the report issue. Three weeks later, patient further provided that the poor communication on pp has not been resolved. They had set up meeting with rep to resolve the poor communication issue.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.